Event description:
Per the implant patient registry the patient expired during the tavr procedure. Medical records received during investigation indicate the patient¿s death was probably due to a left ventricular tear. Per medical records received: ¿following valve deployment there was some paravalvular leak, the sheath was removed, and there was a significant bleed at this point noted from the left ventricular apex, and I was able to control the bleeding by putting a purse string carefully. However, the patient's blood pressure was around 40-50 systolic, so resuscitation was done initially with pressors, but since the pressure did not come up, massage was done, closed chest massage. In the meantime, I prepared to put a femoral arterial line and femoral venous line. The patient was put on cardiopulmonary bypass. On the femoral line, over the sheath first the guidewire was passed, and dilators were passed, and a #17 femoral arterial cannula was passed and then connected to arterial circuit. On the venous side, 25 venous cannula was passed and we checked under echo, the tip of the catheter was in the superior vena cava. On cardiopulmonary bypass, the patient hemodynamically improved and then after that, I was able to repair the left ventricular apex. I noticed the apex started bleeding significantly, and some of the sutures were added cut through, so I put extra pledgeted sutures on empty heart, but still there was significant tearing on the left ventricular muscle. I see the muscle was very fragile. So, I put a long teflon felt on both sides of the ventriculotomy, and I put a #0 prolene suture, mattress sutures and then over and over sutures were used to approximate the muscle. There was significant tearing of the muscle also during this time. So at one point we tried to come up, I also sutured epicardial temporary pacer wires, the patient kept bleeding from the ventriculotomy. There was more tear proximal to the pledgets, away from the suture line. At this point, I put a vent back into the left ventricle, and the patient was cooled down. I tried to repair again with bovine pericardial patch, but the heart muscle was completely weak, and the bleeding was very significant, not able to be controlled. So at this point, I stopped the procedure, and the patient was pronounced expired at 6 p.m. I did discuss with the patient's family about the seriousness and the uncontrolled bleeding. Even though the patient had a successful valve deployment, the death was probably due to left ventricular tear.¿

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, patient factors [fragile cardiac anatomy], appear to have caused or contributed to the apex tear. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.